Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that during fill tubing, no drops of insulin were seen exiting the tubing. Reportedly, the luer lock connection was crooked. The customer disconnected and reconnected the luer lock connection, filled tubing, and saw drops of insulin exit the tubing. There was no reported impact to blood glucose.